Event description:
Consumer alleges using the heating pad while in bed for hip pains then switched the unit off with the heating pad remaining near her in bed still plugged in. Consumer alleges falling asleep with the heating pad on the bed then awoke to burns on her hips and down her leg. Additionally the consumer alleges damages to her bedding due to the incident.

Manufacturer narrative:
Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. This incident is the direct result of consumer misuse/abuse of the product. - attachment: [23824-investigation form-master 2.pdf]

Manufacturer narrative:
There is an instruction that states, "unplug when not in use. Never leave appliance unattended, especially if children are present" and consumer failed to perform that instruction. Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Event description:
Consumer alleges using the heating pad while in bed for hip pains then switched the unit off with the heating pad remaining near her in bed still plugged in. Consumer alleges falling asleep with the heating pad on the bed then awoke to burns on her hips and down her leg. Additionally the consumer alleges damages to her bedding due to the incident.